Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a rash and itchiness along his rib cage and on his chest. There is no alleged device malfunction. The patient's doctor prescribed an anti-itch cream for the skin irritation. Follow-up indicated that the skin irritation was improving.